Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3 failed, which located on ap-300main. As per part investigation, it was determined that thermal damage due to shorts copper strands of the cable r flat flex 28 cond same side. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "es - aux drawer 3 failed" was confirmed by field service engineer and subsequently confirmed in the dchu inspection process. According to work order: (B)(4), the field service engineer (fse) reported that auxiliary full height drawer 3 continued to fail intermittently. The fse powered off the pyxis unit, removed auxiliary drawer 3, replaced the retractor band, and reinstalled the drawer. Once the station was powered back on, the fse logged into the hta (hardware test application) performed functional tests and saved the results on the unit. The pyxis was rebooted again, and the user launched the application and successfully recovered the drawer. Tested in hta successfully with no issues observed. During dchu visual inspection: pn: 350993-01: the unit was received with physical damage, including exposed copper strands exhibiting burn marks, which indicate thermal damage. During dchu testing: pn: 350993-01: no testing was performed since signs of thermal damage were observed on the copper strands of the returned cable r flat flex 28 cond same side. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint "es - aux drawer 3 failed" was due to shorts copper strands of the "cable r flat flex 28 cond same side" (pn: 350993-01). This condition resulted in localized thermal damage and ultimately compromised the drawer's functionality.